Manufacturer narrative:
Head-end brake crank assembly.

Event description:
It was reported by service report that the brakes would not engage. No patient involvement or adverse consequences were reported.